Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,31-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the lock box key was repeatedly prompting to be issued and returned. A technical support specialist (tss) identified that lorazepam was incorrectly flagged as a key item, which caused the issue. The key item designation was removed, and the system was functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, lock box key was repeatedly prompting to be issued and returned. The customer reported that lorazepam 2 mg/1 ml vial item was unable to be issued which caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.